Event description:
The facility reported that 15 minutes into treatment there was a blood leak alarm and blood leaked was noted at the arterial header. Blood was not returned to the pt and there was a blood loss of 300ml. The pt required no intervention and no ill effects reported. Sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.